Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the aligners made their front tooth loose and it is bleeding. They can't eat and have lost weight because of this.